Event description:
The patient reported that on (B)(6) 2024 she went to the ER because she noticed her shirt was wet and there was blood from her line [she had no symptoms no issues]. They placed a new line and she went home that day, but then on (B)(6) 2024 she was admitted in the hospital with several symptoms: right arm swelling. Pain, nausea, diarrhea, chest pain, and low oxygen. The test result showed she has a hole in her heart. Dr. (B)(6) was in the same hospital so she was aware and visited the patient. During the entire stay, ivt rate was lowered to 36ml/24hr which relates to dose 113ng/kg/min on the dose guide. The patient also reported that the right arm pain was from a skin infection for which she's currently on antibiotics for. No further information, details, or dates available. Mirena indication: encounter for insertion of intrauterine contraceptive device. Reported to (B)(6) by pt/caregiver.